Manufacturer narrative:
Device evaluated by MFR: promus element plus mr ous 3.50 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There were no signs of damage or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device identified a break in the hypotube at approximately 245mm distal to the distal end of the strain relief. There were multiple hypotube kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. During the procedure, a 3.50x20mm promus element plus stent delivery system (sds) was advanced, however, the shaft kinked during delivery and torn off while pulling it back. The device was removed. The procedure was completed with a different device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. During the procedure, a 3.50 x 20 mm promus element plus stent delivery system (sds) was advanced, however, the shaft kinked during delivery and torn off while pulling it back. The device was removed. The procedure was completed with a different device.